Event description:
Customer reported that the insulin pump has condensation inside the screen and she has to do frequent battery changes. Customer also reported that she had unexplained no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.